Manufacturer narrative:
Voluntary medwatch report received: mw5155813

Event description:
Voluntary medwatch received states that the lead was explanted due to a capture issue. No patient consequences were reported.